Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 biopsy forceps was used during a biopsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a ¿circular shaped metal-like, blackish, small foreign object¿ was noted in the stomach after opening and closing the jaws. The object was retrieved using a roth net. The staff compared the biopsy forceps with the new unused forceps but was unable to conclude if the small foreign object came from the device. They were also unable to conclude if the device even malfunctioned. There were no reported patient complication reported for this event.